Manufacturer narrative:
A specific root cause could not be identified. The field service representative performed multiple adjustments and checks on the device. The customer confirmed the issue did not reoccur after the service visit.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable phos2 phosphate (inorganic) ver.2 result for one patient sample. The initial result was 15.23 mg/dl and was reported outside the laboratory. The repeat result on another cobas c702 analyzer was 3.66 mg/dl. The patient was not adversely affected. The reagent lot number was 15779701 with an expiration date of 09/30/2017. The customer had the same issue in the past with another cobas c702 analyzer at the site. The field service representative checked and adjusted the gear pump pressure. Precision testing was performed which indicated an analyzer issue. A reagent issue on the day of the event was ruled out as the calibrations and controls were within specifications. Review of the provided reaction monitor indicated an abnormal reaction occurred.